Event description:
Caller reported a cartridge alarm 30 but did not experience an adverse impact on blood glucose levels, which remained below 500 mg/dl. Technical support verified the alarm on several occasions throughout the day and decided to replace the pump, as it was still under warranty. The customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery and was provided with instructions for returning the faulty pump. A replacement pump was sent to the customer, who was informed of the necessary steps to take upon receiving it, and the process for returning the malfunctioning pump via ups.